Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery on the cpu was evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of workstation and c-arm unable to start up. The fse determined the cause of the problem to be the coin cell battery. The fse replaced the coin cell battery to resolve the issue. As a result of the coin cell battery being replaced the cmos/bios was unable to retain configuration settings, it was necessary to reconfigure the bios. The fse verified system functionality. Lithium (coin shaped) batteries on pcbs provide power for the cmos memory to retain setup configuration information on the specific computer boards, when the main power is removed. All these batteries wear out and need to be replaced per the service recommended pm schedules. These batteries are not rechargeable batteries and need to be replaced when the energy that was stored is consumed to a point they are no longer usable. The cmos/bios holds the configuration necessary for initialization for all system hardware to function causing the system to be unable to boot. If the configuration on the cmos/bios is lost because the bios battery can not provide the power necessary to retain the configuration the system will be unable to boot. Based on age of the system, manufactured in 2000, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This is not a malfunction.